Event description:
It was reported that gamma nail was removed during right hip surgery.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.